Event description:
The customer reported via phone call that his sensor readings were starting off okay but now the readings were off by a lot. Customer stated that last week, the sensor was reading 112 mg/dl. However, 5 minutes later, it was reading 40 mg/dl. Customer stated there was a 100 point difference when he would check his meter. Customer tried to calibrate but it would give him a calibration error. Customer's current blood glucose was 103 mg/dl. Troubleshooting was performed and the customer did not notice any bent cannulas on a previous sensor. Customer was advised to call back when the issue occurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The customer reported via phone call that his sensor readings were starting off okay but now the readings were off by a lot. Customer stated that last week, the sensor was reading 112 mg/dl. However, 5 minutes later, it was reading 40 mg/dl. Customer stated there was a 100 point difference when he would check his meter. Customer tried to calibrate but it would give him a calibration error. Customer's current blood glucose was 103 mg/dl. Troubleshooting was performed and the customer did not notice any bent cannulas on a previous sensor. Customer was advised to call back when the issue occurs.